Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from a proximal luer-activated valve/port (clearlink); the valve was not previously activated. This was observed after the set was primed with an iron sucrose infusion bag; however, this was prior to connecting the set to a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h7, h9, and h11: h4: the lot was manufactured between march 27, 2025 ¿ march 28, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak in the first y-site clearlink was observed. An autopsy was performed on the first y-site clearlink, and non-conforming material was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.